Event description:
It was reported that the user¿s ilet stopped dosing when the cgm connection was lost after a recent hospitalization unrelated to the ilet, prompting a supply change and dexcom g7 re-pairing, after which the sensor completed warmup and began displaying readings; the user then reported high glucose, which she attributed to steroid use. Symptoms included hyperglycemia. Outcomes included no injury reported and continued use after troubleshooting. Investigation included product use review, cgm pairing verification, and confirmation of resumed glucose readings following warmup. Investigation of this case revealed no device malfunction and that dosing was suspended appropriately when cgm data were unavailable, with hyperglycemia occurring after resumption during steroid therapy. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.